Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that the lower left corner was cracked and damaged. A review of the event history log identified control key switch background test and syringe empty alarm in history. During functional testing was unable to duplicate the control key switch background test during power up and all the buttons on keypad were working as intended. The syringe empty alarm was found at the beginning of syringe delivery test. Unable to determine the intermittent control key switch background test error. The syringe empty alarm was due to a broken position pot tap and carriage. The root cause of the problem was a result of the customer's impact to the device. Replaced keypad for preventive. Replaced position pot, carriage and plunger and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump exhibited a control key switch background test error and syringe empty error when syringe is not empty. No patient injury was reported.